Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated that the reaction occurred on (B)(6) 2020 at the sensor site and included redness, blisters, secretions, and soreness and burning sensations at the area. On (B)(6) 2020, the patient saw a physician who prescribed over the counter (otc) antihistamines (piriton), steroid (unspecified) crème, and a swab culture was also obtained. The results were pending, and she did not recall the date of the visit. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Event description:
No data or product was provided for investigation, however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined.